Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. External and internal visual inspections of unit revealed burned components (u32, r159) of the returned i3 pcb board. Unit initially was unable to power on due to a defective component using the returned i3 pes. In result a golden i3 pcb board and golden compact flash was used to upload software from the previous i3 board. No software malfunctions, errors, warnings, or anomalies were observed during unit boot up or during handheld touchscreen commands. Patient data backup was performed without errors using the returned 4g gsm modem. All returned power cords were examined and used with no sparking and or frayed wires prior to testing. There were multiple final tests perform due to connection failure with the gsm modem. Final test #1 failed and was aborted due to gsm not being connected to the i3 pes (internal usb top). Final test #2 final test is the result of the golden i3 pcb and golden compact flash programmed to function as a substitute of the original received pes. Diagnostic-test #3 is the passing results of the substituted golden i3 pcb and golden compact flash using the original returned antenna (reference test results provided). Recommend i3 pcb board be replaced. Diagnostic test #1 unit passed all signal acquisition frequencies in diagnostic-test including accuracy/noise and distance/home (reference test results provided). The cause of the problem was determined to be customer reported pes sparked was confirmed from the burned components of the pcb board.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported sparking of the power connector plug. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.